Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the first of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that the patient experienced ulcer. The symptom resolution was unknown. No further information is available at this time of the report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).